Event description:
Four troponin ultra discrepant results. Other cardiac assay tests did not match the troponin ultra results. Pt aa and x had the incorrect results reported. A corrected report was then sent to the physician. For pt y and x, the incorrect results were not reported out. No pt intervention occurred. Pt treatment was not prescribed or altered. There was no report of adverse health consequence as a result of the discrepant troponin ultra results.

Manufacturer narrative:
No further evaluation of the device is required. Cause for the non-reproducible result is unk.